Event description:
The consumer reported that there was a suspected overdischarged implantable neurostimulator (ins). They were unable to communicate the ins with the patient programmer, recharger, or clinician programmer. Factors that may have led or contributed to the issue was that the patient had a fall approximately 3 weeks prior the report. Following the fall, the patient was unable to communicate with their ins. It was reported that they attempted to communicate with the ins without success. Normal charging established after using antenna locator (al) function approximately 25 times. The ins was charged to 75% and a power on reset (por) was cleared. The patient was instructed to charge the ins to full, daily, for at least the next 2 weeks. The patient was now receiving effective therapy. There was a report that this was the patient's second overdischarged ins. The issue was resolved at the time of the report. There was no surgical intervention occurred or planned. Relevant medical history includes lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.